Event description:
It was initially reported that there was an "channel error" on the pump, and then later it was noted that prbc (packed red blood cells) was set to infuse at a rate of 100 ml/hr. The entire infusion of prbc (300 ml) should have completed within three hours but only 150 ml had been infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that there was an "channel error" on the pump, and then later it was noted that prbc (packed red blood cells) was set to infuse at a rate of 100 ml/hr. The entire infusion of prbc (300 ml) should have completed within three hours but only 150 ml had been infused. There was patient involvement but no harm.